Event description:
A fallback mode switch episode dated (B)(6) 2014 (thorax intervention day) showed oversensing (spike at 8 hz) and loss of ventricular capture. Normal lead measurements were observed. An explanation is required.

Event description:
A fallback mode switch episode dated (B)(6) 2014 (thorax intervention day) showed oversensing (spike at 8 hz) and loss of ventricular capture. Normal lead measurements were observed. An explanation is required.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).